Event description:
The customer reported that the afinion adapter/power cable exhibited static charge to the staff and no longer functions per conformance connected to afinion as100. When requested the customer confirmed that the static electricity came from the instrument and not from the cord. The incident happened when the user was touching the instrument. There was no injury reported.

Manufacturer narrative:
Additions from previous report. D4: added catalogue/model number and serial number. G7: added type of report: follow up # 2. H7: selection recall included. H9: included reference to recall. H10: added narrative data.

Manufacturer narrative:
Complaints have been received regarding electrostatic discharge (esd) and/or power supply failure for alere afinion as100 analyzer and afinion 2. An investigation has concluded that the root cause for an observed increased level of complaints related to esd events and power supply failure is associated with the power supply not withstanding build-up of electrostatic charge in the use environment, based on the design and construction of the current power supply. An 806 for alere afinion as100 analyzer and afinion 2 was sent to the FDA on 3 february 2020 for a correction of the power supplies provided with the analyzers by replacing with a new power supply certified to a higher standard. Additionally an update to the user manual for the analyzers was made to provide awareness of the risk electrostatic discharge events. Manufacturers reference for the 806 is (B)(4) (reference assigned by FDA: res (B)(4)) the event reported is consistent with an electrostatic discharge event which, based upon health hazard evaluation conducted, does not pose a risk of death or serious injury. Based upon the information available at the time the complaint was received, and in combination with investigation and assessment conducted, the complaint does not meet the criteria for reporting. Corrections additions from previous report: b2: corrected to remove selection of "other" as there was no adverse event indicated. G7: added type of report: follow up #1. H7: corrected to include selection recall. H9: including reference to recall . H10: added narrative data.